Event description:
An intra-aortic balloon/pump was inserted during 5 vessel CABG surgery. Three days later during a bradycardic/hypotension event, the intra-aortic balloon pump was noted to exhibit unclear monitor readings as well as have blood back-up in the tubing. The intra-aortic balloon pump was was removed and a new one re-inserted. A hole was noted in the balloon pump tubing.follow up: add'l info rec'd from MFR 5/9/01: the complaint was initially reported to datascope on 12/27/00. In addition the product was never returned to datascope for eval. It was discarded by the facility.

Event description:
Add'l info rec'd from MFR 5/3/01: the customer elected to complete the repairs on this unit and did not forward a report of this incident to MFR. Datascope svc did not complete any repairs associated with this event. MFR contacted the facility's risk mgr. The risk mgr indicated that the unclear readings exhibited by the monitor were as a result of the blood-back event. However, they were unable to provide any other info concerning this incident.